Manufacturer narrative:
Trackwise # (B)(4). The device was returned to the factory on (B)(6) 2021 and investigated on (B)(6) 2021. There were signs of clinical use on the jaws. Heavily charred tissue was observed on the heater wire. Specks of blood observed on the handle. A visual inspection of the device was conducted. The silicone insulation on the cold jaw was torn and detached on the tip, exposing the metal on the tip of the cold jaw. The detached silicone insulation was not returned for evaluation. The heater wire was observed to be slightly flexed at the center of the hot jaw due to clinical use, but remained attached at the base and tip of the hot jaw. Based on the condition of the device as found, the reported complaint was confirmed for "peeled; jaw". The lot # 25155869 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro vh-3500 plastic from the hemopro jaw broke off inside the patient. They were able to retrieve it and no patient harm was reported. They used a separate kit to finish the case. No abnormality in the patient's condition.

Manufacturer narrative:
Trackwise ID#(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro vh-3500 plastic from the hemopro jaw broke off inside the patient. They were able to retrieve it and no patient harm was reported. They used a separate kit to finish the case. No abnormality in the patient's condition.